Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed adhesive peeled from the fixing screw issue could not be determined, however, it the issue was likely the result of user handling/mishandling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: insufficient angle, loose actuator cleaning tube attachment fitting, chipped curved rubber adhesive, angle up/down side lock not working, shadow on evis image, scratch on swbox, universal cord wrinkle, air/water cylinder paint peeling, objective lens scratches, chipped objective lens, illumination lens flaw, image guide serpentine wrinkle, scratches on image guide snake tube, scope connector label text erased. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope valve does not inflate. The device was returned for evaluation. During the device evaluation, it was found that there was insufficient adhesive in screw holes of distal end as well as tip probe fixing screw peeled off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.